Event description:
A report was received that the patient had developed an infection at the lead incision site. Symptom includes fever. The physician believed that infection was related to patient's previous explant procedure. The patient was prescribed with antibiotics which resolved the infection.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.